Event description:
Symptoms resolved about 4 months after injection.

Manufacturer narrative:
Additional data: b.5.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection in the lips/tear trough with a total of 1 syringe of juvéderm vollure¿ xc, the patient experienced ¿late onset granuloma¿ about 2 months later. 2 weeks after symptoms began the patient was treated with keflex and medrol dose pack. A few days later the patient was injected with 2 separate rounds of hylase. Symptoms are ongoing. "Granuloma" was not confirmed with biopsy.